Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The esc button was not working, but it started to work later. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.